Event description:
On (B)(6) 2013, a vns patient's treating physician reported lead impedance value greater than 10,000 ohms on both system and normal mode diagnostics and that he planned on referring the patient for a lead revision surgery. It was not clear at that point if the device was disabled and if any x-rays taken. No patient adverse events were reported by the physician. On (B)(6) 2013 updates on the patient's high impedance was provided by the company representative after speaking with the physician. It was indicated that x-rays were taken and based on the physician's assessment, the pin was fully inserted and the electrodes still on the nerve. There was no patient manipulation or trauma that could have caused/ contributed to the observed high lead impedance. It was also indicated that the physician would like a lead revision for the patient however no information was provided if the device was disabled after the high impedance was observed. On (B)(6) 2013 further updates were provided by the company representative. He stated that the patient's device was disabled on (B)(6) 2013 and although x-rays were taken they would not be sent back to the manufacturer for review. It was also indicated that the patient's latest available programming settings would not be provided to the manufacturer. The company representative also provided the update that the physician was not sure if the patient will be scheduled for a lead revision at that time although the physician previously wanted the patient's lead revised. A review of the patient's programming history available in the manufacturer's in-house programming database did not show any high lead impedance from when the event was reported however the data ended on (B)(6) 2012 at which time diagnostic results were within normal limits. A review of the design manufacturing records of the patient's implanted lead was performed on (B)(6) 2013 and no unresolved non conformances were observed.

Event description:
On (B)(6) 2014 it was reported that the patient was in the operating room with high lead impedance, which they had known about for over 2 years. The generator had been disabled. The patient underwent a lead revision that day. The lead impedance was noted to be ok after lead revision. Per the hospital, they discard the explanted devices and therefore the explanted lead cannot be returned for product analysis.

Manufacturer narrative:
Programming , device diagnostic history and manufacturing records reviewed. Review of manufacturing records and programming/device diagnostic history did not reveal any anomalies.